Manufacturer narrative:
The other proglide device referenced is filed under a separate medwatch report number. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. The sutures of the first proglide device were successfully preplaced. The sutures of the second proglide were successfully preplaced. Reportedly, the foot of the second proglide device would not close until after attempting to open and close the foot several times. Resistance on removal was noted and tissue damage occurred. The sheath was upsized and the evar procedure was completed. The knots of the successfully preplaced sutures were tightened, but hemostasis was not achieved. Two additional proglide devices were use, but hemostasis was not achieved. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.